Event description:
"Midas rex malfunction - dr, resident, stated midas malfunctioned and would not stop after going thru skull. B-1r piece was very rough and ragged which could cause damage" was reported by customer. On f/u conversation with the hosp, they said that during a craniotomy procedure to open the cranium, while using the b-1r footed attachment with a b drill bit, the drill bit slipped and went past the footplate, cutting into dura about 1 1/2 cm. This caused swelling and bleeding to the brain and dura. The pt was having surgery for subdural hematoma evacuation.